Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the new pain in her neck was that the patient woke up on (B)(6) 2015 with severe pain in the neck. The patient went to a family doctor who put the patient on lyrica then got her an appointment to see another doctor on (B)(6) 2016. He then sent the patient to another doctor to look into pain shots in the neck on (B)(6) 2016. The issue had not yet resolved as it was still very painful.

Event description:
The consumer reported that the patient experienced a change in therapy described as new neck pain on (B)(6) 2015 and the patient wanted to meet with a manufacturer representative. Additional information received from the consumer reported that the patient had received a letter asking how the reported neck pain was resolved; the patient was advised to fill out the letter and send it back. The consumer also reported that the patient still needed to make an appointment with the manufacturer representative. The patient's indications for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.